Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump rewind step would not stop. The reporter confirmed that the step would not complete appropriately during an attempt as part of the troubleshooting and confirmed that the ok button was not pressed during rewind. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings:the pump black box showed no evidence of activity outside of normal use. The returned battery cap and cartridge cap were used for testing. The pump successfully performed the ez-prime steps with no rewind issues or alarms occurring during testing. The pump was opened and no intermittent connections were found and there was no evidence of debris in the cartridge compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.